Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 was repeatedly failed.the customer stated that there was a delay in patient care.as per part investigation, it was determined that a definitive root cause could not be established because the components associated with the reported tower door failure were not returned for evaluation; however, physical damage was observed on component l501 of the received pmc board.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) replaced all the latches and tested in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 3 was repeatedly failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer onpart analysis:the reported condition of "meds es-plcoicupxa tower drawer 3." Was confirmed by fse, however, the components associated with the failure reported were not received by the dchu, therefore, no testing or inspection could be performed.according to work order #02160860 the fse found that tower door 3 failed and replaced the latches and tested in hardware test application (hta).during dchu visual inspection:part number 151630-01: was received with signs of physical damage on component l501.during dchu testing:part number 151630-01: testing from dchu was not necessarily due to physical damage was identified during visual inspection.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause: root cause determination could not be performed because the components received for evaluation are not associated with complaint "tower door 3 was failed"